Manufacturer narrative:
(B)(6). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd micro-fine ultra¿ insulin pen needle "stopped" during the injection and broke off in the abdomen. The patient reportedly removed the broken needle without medical help. As reported by the customer, translated from german to english, "needle stopped during injection. From the patient herself, removed from the abdomen. No use of medical help."